Event description:
Didn't work [therapeutic product ineffective]. Case description: company narrative: a female consumer initiated dr. Scholl's freeze away common and plantar wart remover on an unknown date for removal of wart. On the morning of (B)(6) 2007, the consumer was using the product, which didn't work, and the can caught fire and exploded by itself. The consumer stated that "she almost had a heart attack putting out the fire."

Manufacturer narrative:
Evaluation summary: pqc summary: pqc analysis was requested. Update 06 mar 2007: qc analysis report received. We cannot investigate this complaint as there is no returned product and no lot number is reported. We have not received any complaints for the product catching fire but it should be noted, the product is flammable and should be kept at a distance from a source of heat. Placing the can near a course of heat may cause it to explode and this is indicated on the can. We will close this complaint but in the event that other information is received we will re-open the investigation.